Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Subject is a (B)(6) male who enrolled in preserve on (B)(6) 2016 and had an option¿ elite retrievable vena cava filter placed on (B)(6) 2016 for contraindication to anticoagulation, since subject had a high risk for bleeding due to comorbid disease. Subject has a current caval thrombosis 2-7cm caudal to the lower renal vein. On (B)(6) 2017 subject was cleared to have his ivc filter removed. Removal was aborted as patient was complaining of moderate back pain during removal procedure and the inability to engage the filter, as the hook on top of the filter was stuck to the wall ofthe vena cava. Filter was not retrieved prior to the subject's death from progression of his malignancy on (B)(6) 2018.